Manufacturer narrative:
A4 - patient weight - should have been 264 pounds rather than blank.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely. Review of the remote transmission it was revealed the implantable cardioverter defibrillator (ICD) exhibited non-sustained right ventricular oversensing due to post paced t-wave oversensing (pptwos). The oversensing was noted on a stored electrograms (egm). Programming changes were discussed, no intervention was reported.